Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this patient with a 25mm mitral valve underwent a valve-in-valve (viv) procedure after twelve (12) years and nine (9) months due to calcific degeneration leading to stenosis and regurgitation. Per medical opinion, this valve did not fail prematurely. A 26mm transcatheter valve was implanted. The patient was noted as to be recovering.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to calcific degeneration leading to stenosis and regurgitation. A 26mm transcatheter valve was implanted. The patient was noted as to be recovering. Per medical opinion, this surgical valve did not fail prematurely.